Manufacturer narrative:
Other, other text: additional information: b5 d4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure and front cover. Faded line cord, broken pump and power switch. Plugged line cord into power source and turned power switch on, and no power. Removed front cover and printed circuit board (pcb) to investigate further. The reported issue was confirmed. The root cause of the reported issue was the connection between the power switch and printed circuit board (pcb) was damaged. This reported issue was due to design. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional info received 7-oct-21: event date was (B)(6) 21, not in use with patient.

Event description:
It was reported the device could not power on. The issue was identified during testing with no patient involvement.